Event description:
It was reported that during a morning check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/01/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the front and bottom enclosures were damaged. The physical damages found during visual inspection are unrelated to the reported complaint of the platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message. A review of the platform's archive data was performed and found multiple ua 41 messages on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 41 message was also duplicated during functional testing. Further investigation found that the temperature sensor was defective. Based on the investigation, the parts identified for replacement were the temperature sensor, the front enclosure and the bottom enclosure. In summary, the customer's reported complaint of the platform displaying a ua 41 message was confirmed during review of the platform's archive data and also duplicated during functional testing. The root cause was determined to be a defective temperature sensor. The physical damages found during visual inspection are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.